Manufacturer narrative:
In addition to the reportable issue in b5, the subject device was returned to olympus for evaluation and repair. Upon inspection and testing, scope error b30 was displayed, due to a faulty cable. Additionally, the unit failed the leak test due to a puncture on the electrical cable, the coupler was loose, and the serial plate was faded. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A customer reported that the hd camera head was completely detached [from the coupler/adaptor]. The issue was found during preparation for use. The reporter stated that the part was reattached, but they couldn¿t repair it, and a third party told them it gave an error. There was no report of patient or user harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was found that the cable was faulty. Therefore, it was determined that the video function did not work normally due to the failure of the cable, and the indicated phenomenon [error message displayed] occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.